Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. Customer was instructed to continue using the pump and to call back if any malfunction codes appeared again.